Event description:
During a thoracentesis when physician states he was "withdrawing the catheter and needle complex together he flet a snap and part of the catheter" was left in the pt. Removed without difficulty during thoracotomy and lobectomy the next day.